Event description:
Additional information was received form the surgeon's office indicating that they had not heard of any heart rate or arrhythmia issues during the implant surgery. The site also checked the operative report which indicated no issues and everything was normal. The operative report specifically noted "complications: none." The surgeon's office indicated that it is likely that the patient's mother likely misheard the anesthesiologist. All diagnostics were normal during the surgery per the operative report.

Event description:
It was reported by the vns patient's mother that during the initial implant surgery, she overheard the anesthesiologist comment about a problem with the patient's heart rate during the procedure. The patient's neurologist reportedly was not aware of the issue. A company representative was present at the implant surgery however she was not notified of the issue. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.